Event description:
During prime, using a solution of 10,000 units of heparin and 50mls of sodium bicarbonate, (strength 8.4%), it was immediately noticed that the solution in reservoir became very milky and opaque. The unit was changed out. No pt involvement or further complications occurred.